Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12210. It was reported that catheter entrapment occurred. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. After a short sheath was inserted and a 200cm, 8cm poly tip v-18¿ control wire¿ crossed the lesion, a sterling balloon dilatation catheter was advanced; however, the wire got kinked and the balloon catheter became stuck. The two devices were removed together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.